Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2921 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse was just setting up to do a PICC for a patient in ICU (double lumen kit) today. The nurse opened up the kit as normal and spread out the drape on a cleaned table and noticed that there was a tear in the light blue tray packaging. It was stated some of the table from underneath this light blue tray/ drape was exposed; the whole kit was thrown way to be safe and used a new kit. The other kit was fine and no issues with insertion. The plastic outer package appeared intact and there was no problem taking it out of that package.